Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size e right catalog#: 00576401552 lot#: 60899011, palacos r 1x40 single catalog#: 00111214001 lot#: 66374165, lps-flex fxd mld ef/3-4 12mm catalog#: 00596403212 lot#: 60956827, all poly pat comp 32dia catalog#: 00597206532 lot#: 60902613. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial tray.

Manufacturer narrative:
Reported event was confirmed by review of operative notes from the revision surgery stating that micromotion was observed in the tibial component. Visual evaluation of the returned components found that the inferior side of the tibial component is almost completely free of bone cement remains. Both the inferior and superior surfaces are scratched, nicked, and gouged. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00318.

Event description:
No additional event information to report at this time.